Event description:
In preparation for surgery a saw blade was placed in the attachment and set to drill/ream; when the scrub technician pulled the trigger to ensure it was ready for use the blade ejected from the attachment. There was no patient involvement or harm to user. This is the second of 2 reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned. A review of the device history record has been requested.

Manufacturer narrative:
Device used for treatment. The manufacturing documents were reviewed and no complaint related issues were found.